Manufacturer narrative:
Philips field service engineer (fse) visited the customer site. To evaluate the issue, the fse connected the x3 to the host pc and launched the test patient process and proceed to connect a simulator to pressure 1 (p1). After, the device was zeroed out, and calibration was completed for both p1 and pressure 2 (p2). Next the fse used a simulator, and a customer provided simulator simultaneously on p1 and p2 for aortic pressure (ao) at 120/80. Pressures were never close to each other with the smallest discrepancy being 10 (130/90) and ranging up to 44. The fse switched simulators and the pressure channel connections, and the results were the same. The fse tested this on pressure 3 (p3) and pressure 4 (p4), the discrepancy was only by 1 for both values. The fse determined that the x3 pressure board was faulty and needed to be replaced. The x3 pressure board was replaced. The device was operational after repairs were completed, waveforms were confirmed and accurate. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that when the xim\hemo app and intellivue x3 patient monitor are being used to pulling aortic pressure (ao) from pressure 1 (p1) and pressure 2 (p2), two different values are being recorded from the same point. The device was in use on a patient at the time of the event. There was no adverse event reported.